Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
When the patient was seen for programming on (B)(6) 2017, in situ testing showed some affected channels. The patient is still wearing the external devices, but it is difficult to tell if he is responding to sound as the child in general is limited in his response. There is no report of a specific incident of accident or trauma. There have been no changes in health. There was no swelling or bruising noted after the loss of sound. The patient was re-implanted.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed some affected channels.there is no report of a specific incident of accident or trauma. There have been no changes in health.